Manufacturer narrative:
Visual analysis was performed on the returned product. The reported failure to advance was unable to be confirmed as it was related to procedural circumstances. The reported deformation of the barewire tip was confirmed as well as stretched coils and a separation (not in two pieces) 1mm distal to the step solder. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation determined that the reported failure to advance and damage to the barewire tip, including separation were related to procedural circumstances. It is likely that the failure to advance was due to anatomical challenges. Additionally, after the failed attempt to advance, it is likely that the tip coils on the barewire became stretched and the inner core separated but was still held together by the tip coils. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the common carotid artery with moderate calcification and heavy tortuosity. The emboshield nav 6 embolic protection system (eps) failed to cross due to the anatomy and the tip of the barewire was noted to be kinked. The emboshield nav 6 was removed and nothing was left in the patient as the eps was all in one piece. Another emboshield was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that the barewire was separated (not in two pieces) 1mm distal to the step solder. The account was not aware but assumed that there was a break in the core. It was unknown when the possible break occurred. No additional information was provided.